Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had fluid volume remaining in the bag after the infusion should have been complete. The total volume to be infused was 600 ml, the pump was programmed for 150 ml/hour. After four hours, approximately 20-30 minutes of fluid remained. The event happened during patient infusion (medication unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.